Manufacturer narrative:
Device not returned.

Event description:
The prosthesis was still working well begin 2007. Then patient suffered from an episode of pneumonia. Later in the year, she developed dyspnea and on echo control it appeared that the mitral valve prosthesis showed mitral insufficiency. During explant observed paravalvular leak at the inferior trigone + insufficient and stenotic valve following partial calcification of cusps. Previous episode of endocarditis likely.